Event description:
The extrusion of the left-sided device was reported. Reportedly, the patient had been itching and picking at his incision which resulted in staph infection in the incision and the electrode lead eroding through the skin. The device was explanted on (B)(6) 2024. It is planned to reimplant the user.